Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (component code, type of investigation, investigation findings, investigation conclusions). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The root cause of this event was determined to be due to patient related factors, including the large subannular pseudoaneurysm. Attempts have been made to obtain product for evaluation. No device was returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H10: corrected data: corrected sections b5, b7, h6 (health effect - clinical code, device code).

Event description:
It was learned through implant patient registry and investigation that a 21mm 11500a aortic valve was explanted after an implant duration of 4 months due to large subannular pseudoaneurysm causing severe paravalvular regurgitation. The explanted valve was replaced with another 21mm 11500a valve. Per medical records, the patient presented with stroke and history of endocarditis and underwent emergency redo avr. Intraoperatively there was no evidence of infection and valve was clean and excised. There was pvl into a large pseudoaneurysm below the commissures. After debridement and patch repair of the aneurysm, another 21mm 11500a was sewn into the preserved annulus and patch with pledget sutures. The valve was seated and secured with cor-knots. Post tee showed the valve well-seated and no pvl. The patient remained stable and was transferred to the ICU. On pod #5, the patient was discharged home with aspirin and eliquis qd.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 21mm 11500a aortic valve was explanted after an implant duration of 4 months due to paravalvular leak (pvl). The explanted valve was replaced with another 21mm 11500a valve. Per medical records, the patient was admitted for stroke. She with intermittent episodes of chest pain. The patient developed severe pvl and was diagnosed with a large subannular pseudoaneurysm. There was valve dehiscence. She underwent redo avr. The existing biologic valve was excised and pledgets removed. There was no evidence of infection and the valve was clean. The annulus and pseudoaneurysm was debrided. Fortunately, the tissue seemed firm and healthy. The subannular pseudoaneurysm was repaired with a patch. Another 21mm inspiris valve was implanted into the preserved annulus and patch with pledgeted sutures. The valve was seated and secured with the cor-knot. The valve seated nicely. The coronary ostia were visualized and not obstructed. The patient was weaned from bypass. Tee showed no paravalvular leak. Protamine was administered. The patient remained stable and was transferred to the ICU. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.